Event description:
(b)(6) (REGISTERED PHARMACIST) from the hospital reports the pt was admitted because there was a leak in their pump. Did not provide specifics. Unknown date pt was admitted. Patient's current veletridose is 50.3ng/kg/min. Unknown if pt missed any doses or if they had a back-up pump to switch to. No adverse events reported. No pharmacy troubleshooting was done. Unknown if device is available for return. Pump serial number is unknown. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown if provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Diagnosis for use: PULMONARY ARTERIAL HYPERTENSION.